Manufacturer narrative:
B3 event date: various between (B)(6) 2021 to (B)(6) 2024. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that the user facility staff was using water and acecide not using endoquik when cleaning with the olympus endoscope reprocessor. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. The customer provided additional information regarding the event: - after thorough manual cleaning, water is poured into the endoquick tank and reprocessed using the reprocessor. This was done based on the facility's own judgment that there would be no problem in not using detergent (endoquick) in the reprocessor because the items were thoroughly cleaned manually. - cleaning before oer setting is basically done according to the scope cleaning manual. The cleaning brush that is made by olympus is also used. - since this event is from the past, no one involved in the incident is available to answer additional questions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the facility staff understood that endo-quick was necessary when performing reprocessing, but they did not follow the instructions for use. The event can be prevented by implementing reprocessing in accordance with the oer-6 operation manual, section 3.5 "inspecting the remaining quantity of detergent, and replenishment" which states: "addition of detergent: warning: always use endoquick 980ml (olympus-designated detergent). If a non-designated detergent is used, the endoscope may not be properly cleaned or the predetermined sterilization effect may not be achieved." Olympus will continue to monitor field performance for this device.